Manufacturer narrative:
Technician found all four casters still roll when in brake position. All four casters faulty. Replaced all four casters to resolve this issue. Bed located outside ed.

Event description:
Information received alleged that all four casters still roll when in brake position. No patient impact. Bed located outside ed.